Event description:
Company representative reported a lap-band system that is "leaking at the balloon," first noticed when the pt came in reporting "gaining weight and not feeling restriction." It is not known if the lap-band system will be explanted and/or replaced. Additional info: healthcare professional reported that the access port and tubing were explanted and replaced. During explant surgery, "the port tubing was closely inspected and there was a leak there and presumably not at the band at this point in time."

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number, serial number and partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."